Event description:
The user facility reported that, shortly after initiation of dialysis, the pt experienced mid-scapular back pain, chest pain and palpitations. The blood in the circuit was returned to the pt before changing to a different type dialyzer. Therefore, there was no reported blood loss. The user facility reports that the pt experienced the same type reactions on the prior 2 treatments, on 12/14/1998 and 12/11/1998. In addition, this pt has a history of reactions to other dialyzers.